Manufacturer narrative:
Exemption number: e2014018. The device has not been returned for evaluation; therefore investigation results are not available. If new information becomes available, a supplemental report will be sent.

Event description:
It was reported that there was fracture of the ceramic ball head of the hip implant. Involved components, listed as concomitant products include: nk462 / biolox prosthesis head 12/14 28mm l/ batch no 51186276 manufacture date 01/16/2004. Nh094 / biolox prosthesis head 12/14 28mm l/ batch no 51143467 manufacture date 12/20/2002. Nh056t / biolox prosthesis head 12/14 28mm l / batch no 51172350 manufacture date 04/22/2003. Nk514t / biolox prosthesis head 12/14 28mm l / batch no 51186149 manufacture date 04/11/2003.

Manufacturer narrative:
Investigation: density: the density was determined on the fragments of the ball head and on the fragments of the insert. The measured density of both components is complying with the delivery specification for biolox forte components. Ball head: reconstruction: the ceramic ball head cannot be completely reconstructed from the delivered fragments. There are fragments missing, which potentially could deliver further information if they were available. Thus, there is a probability, that the analysis of the fragments and the fracture surface remains incomplete. Metal transfer: there are metal transfer patterns of erratic appearance on the polished surface and on the fracture surfaces which are probably caused due to secondary effects, ie, rubbing between the metal parts and the ceramic fragments after the primary fracture event. Such patterns do not provide any information about the cause of the fracture. In the case of symmetrical taper fit situations between the ceramic ball head and the metal taper, thin concentric lines (primary metal transfer) are expected over the whole circumference. The expected primary metal transfer can be found with varying intensity on the cone of the ball head. Fracture surface: the fragments have been rubbed against each other in the time between the primary fracture event and the delivery of the fragments to ceramtec. Due to this mechanism secondary chip off occurred on the fracture surfaces. Therefore information was lost, which might have been helpful in the failure analysis. Due to that fact and missing fragments, the primary fracture surface and the fracture origin cannot be found. Metal abrasion: an area of intensive metal abrasion can be found on the polished surface of the insert. The occurrence of this abrasion is a consequence of an intensive contact with the metal stem after the primary fracture event of the ball head. Increased wear: on the outer surface of the fragments of the ball head, a clearly restricted area with increased wear can be found. On the inner sphere of the insert an area with increased wear can be found as well. However, its not possible to isolate such areas clearly due to the overlaying metal transfer. Increased wear on the transition zone of the insert might indicate an edge loading situation or recurring subluxations. Batch history review: batch manufacturing history records have been checked and found to be according to specification at the time of production. Conclusion and root cause: based on the information available and as a result of our investigation, a product related failure can be excluded. There is no indication of a material defect or a manufacturing failure. Rationale: -the density of the ball head and insert was analysed and found to be complying with the delivery specification for biolox forte components. The microstructure as obtained from the quality documents of both components fulfils the requirements as specified at the time of production, too. There are no indications of any pre-existing material defects. -secondary metal transfer patterns can be found on the fragments of the ball head and on the fragments of the ball head and on the fragments of the insert as a result of contract with metal parts after the fracture event. -the expected primary metal transfer can be found with varying intensity on the cone of the ball head. -metal transfer can be found. However, it cannot be determined whether this occurred prior to, or after the primary fracture event. -due to secondary damages and missing fragments, the fracture origin cannot be identified on the fragments of the ball head. -primary metal transfer can be found with varying intensity on the insert. -an area of extensive metal abrasion can be found on the polished surface of the insert. The occurrence of this abrasion is a consequence of an intensive contact with the metal stem after the primary fracture event. -on the outer surface of the bal head and the inner surface of the insert an area with increased wear can be found. However, its not possible to isolate such area clearly due to the overlaying metal transfer. Increased wear on the transition zone of the insert might indicate an edge loading situation or recurring sbluxations. -we cannot draw any conclusion, whether the ball head or the insert broke first. The evaluation of the ceramic components is based on the investigation of the manufacturer of the ceramic components. After the investigation by the manufacturer we received the following information by the hospital: the ceramic insert did not break in-vivo. Instead it was destroyed during revision surgery. It is possible that either the implantation situation, or a patient related situation led to the breakage of the ceramic ball head.